Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited unspecified oversensing and a pacing problem. It was noted that the lead was dislodged. The lead was explanted and replaced. The patient was in recovering condition.